Event description:
It was reported the patient is in ¿a lot of pain¿ and they are not sure if their implantable neurostimulator (ins) is on. It was reported the patient was implanted (B)(6) days prior to report and when they were at the hospital, the stimulation was too high. It was noted the patient thinks they turned their device off and ¿doesn¿t feel anything at all and is in pain¿. It was reported the patient was able to turn their device on and is on group a at 5.75. It was reported that on the day of the report, the patient increased to 8.3 and is not feeling any stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).